Manufacturer narrative:
The medical center discarded all the impella product at the time of explant. No benchtop analysis to root cause is possible. The known patient movement could have caused/contributed to the bleed and hematoma. Should more information be shared that leads to root cause, a final report will be forthcoming. The failure mode will be monitored and trended. Of note in the IFU: "assess access site for bleeding and hematoma.¿

Event description:
The medical center had an impella cp support for the stemi dtu protocol and support. The patient sat up and moved her leg with vomiting. The patient developed a hematoma at the site. Decision made to treat the patient with blood products, inotropic support and fluid bolus. The team made decision to explant the pump and consult vascular surgery. The surgeon assessed the vessel and placed 3 percloses.

Manufacturer narrative:
Additional information for the initial MFR was provided in sections b5,d6a, d6b, h1, and h6. The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. The failure modes will be monitored and trended. Instructions for use for the related event are as follows: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
It was also reported the patient experienced vascular damage while on support. Due to the patient extensive bleeding, the decision was made to take the patient to surgery and perform an angiogram and repair the artery. Once the angiogram was performed, the surgeon decided to turn off the device and place percloses along with manual pressure which hemostasis was achieved.